Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the balloon had difficulty deflating. The balloon was eventually able to be deflated using the syringe. The procedure was completed with another hurricane rx. No patient complications have been reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found that the catheter was sharply kinked. Functional analysis of the complaint device found that the balloon was unable to be inflated and therefore could not be tested for deflation difficulty. A guidewire was advanced through the balloon shaft and resistance was noted due to the kink; however, with force, the guidewire was able to be fully advanced through the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the balloon had difficulty deflating. The balloon was eventually able to be deflated using the syringe. The procedure was completed with another hurricane rx. No patient complications have been reported as a result of this event. The patient's condition after the procedure was reported to be stable.